Event description:
The pt reportedly experienced an infection in his implanted ear. Further, the pt was hospitalized with meningitis. Advanced bionics is in the process of gathering more info. Once more info becomes available, advanced bionics will submit a supplemental report.